Manufacturer narrative:
The returned device was evaluated and the pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the pods run. A leak test revealed a tear on the unexposed portion of the soft cannula which contributed to fluid on the commutator cap. This caused the rotational sensor malfunction and reported 0x40 hazard alarm. The exposed portion of the soft cannula was also observed to be stretched. It is unknown when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing a pod for less than an hour. In addition the patient reports receiving a pod hazard alarm during operation.